Event description:
It was reported that the atrial lead was explanted and replaced due to unknown reason. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.